Manufacturer narrative:
The reported positioning failure could not be replicated in the testing environment. The reported difficult gripper actuation was confirmed as it was noted that one of the gripper arms could not be lowered due to the observed gripper arm cover being pinched/stuck between the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. Based on this information, the use error did not contribute to the reported positioning failure and/or gripper actuation issue. The device was sent to material characterization laboratory and the analysis of the scanning electron microscopy (sem) indicated that the gripper cover exhibited a pinched or cut area. This area exhibited several cut and frayed strands of the cover weave. A conclusive cause for positioning failure could not be determined in this complaint. The reported difficult gripper actuation issue was confirmed due to the observed pinched/stuck gripper cover within harness. The investigation determined the noted pinched/stuck gripper cover within harness appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue, tissue damage, and thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was introduced over the wire into the left atrium (la) followed by the insertion of the clip delivery system (cds). The cds was advanced to the mitral valve; however the cds was curved to approximately 100 degrees in order to place the clip medial to the major chord. The gripper over the posterior leaflet could not be lowered together with the gripper over the anterior leaflet at the first grasping attempt. The physician verified the gripper function via echo and fluoroscopy imaging and the grippers could only move consistently after retracting/advancing the gripper lever a couple more times. The physician was not able to grasp the adequate length of the posterior leaflet therefore the clip arms were inverted and the cds was retracted to the left atrium. The echocardiologist noticed suspected thrombus near the left atrial appendage (laa) ridge and suspected a new ruptured chord flipping to the la at the systole phase possibly due to interactions with the inverted clip. The team then decided to abort the procedure and the sgc and cds were removed with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.